Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the needle mechanism did not find any damage. The download data did not show any timeouts or drive stalls during the run. Though no issues were observed with the needle mechanism, it could not be determined when the device deployed. The cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.